Event description:
Technologist directed computer to move the camera head to the scanning position when the pt was on the imaging table. The cameras head yoke pinned the pt between itself and the table. Technologist immediately pressed the emergency stop button.